Event description:
A surgeon reported that a female pt who received op-1 putty with calstrux on an unk date for an unk indication, developed a gram positive cocci abscess thought to have been caused by extravasation tissue. The physician suspects the event was related to the use of op-1 putty. The event was deemed nonserious.